Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: medwatch filed by patient (mw5086829).

Event description:
It was reported that approximately 54 months post implantation, a patient is experiencing loosening of the knee cap. The patient has not been able to return to work due to this device malfunction. No revision has been currently scheduled, or medical intervention reported. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. No product was returned; visual and dimensional evaluations could not be performed. Medical records are not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.